Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3663ml. The fill volume was 2100ml. This meets iipv criteria. Product surveillance contacted the nurse on 8/31/2010 regarding the iipv found during evaluation. According to the nurse, the patient did not report any symptoms of overfill to her. Additionally, the nurse has the patient's logs and drain volumes and does not see any drain volumes as high as this event. The nurse stated that the patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to insufficient drain-false empty detect and use error due to inappropriate bypass of the low drain volume alarm / clinician inappropriately set the minimum drain volume percent setting too low. Labeling review found labeling to be sufficient for the use error identified in this complaint. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).